Manufacturer narrative:
There was no button error alarm noted on the insulin pump. The pump was received with an intermittent button response due to the corroded keypad traces. The pump was received with a cracked reservoir tube lip, cracked battery tube threads, a minor scratched lcd window, and a missing end cap sticker. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. (B)(4).

Event description:
It was reported that the customer had a button error alarm on the insulin pump. Customer's blood glucose was 210 mg/dl. The customer stated that the buttons did not work properly when they were trying to give a bolus. A few minutes later, the customer received a button error alarm. It was confirmed that the buttons were not working and the button error could not be deleted. The insulin pump has been replaced.